Manufacturer narrative:
One device was returned for analysis in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the downstream occlusion (dso) seal was detached. Functional testing was performed and the device motor has more than 12 million revolutions. The dso seal and motor were both replaced.

Event description:
It was reported that the pump indicated motor error. It is unknown if there was patient involvement. No patient harm/adverse event was reported.